Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 139 mg/dl, 131 mg/dl, 133 mg/dl, and 651 mg/dl. No blood glucose symptoms reported with these results. No action taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.